Manufacturer narrative:
The device has been received for analysis. During product analysis the device passed all test performed, showing no evidence of the reported failure. It is found a build-up of adhesive in the discharge tube; this build-up does not affect the operation of the device. The no problem detected code was selected for the reported allegation. The allegation was unable to be confirmed, and no evidence or abnormalities were observed during the analysis.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During catheter preparation, the farawave was opened and side port appeared clouded/white. The handle also seemed to have a white film/powder on it. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory. The use of the farawave catheter to treat a persistent atrial fibrillation is considered an off-label use.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During catheter preparation, the farawave was opened and side port appeared clouded/white. The handle also seemed to have a white film/powder on it. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis. The use of the farawave catheter to treat a persistent atrial fibrillation is considered an off-label use.